Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual evaluation found damaged upstream occlusion (uso) seal, scratched lens, and peeling downstream occlusion (dso) seal. When powered on, error code 46510 alarms, confirming primary problem. Most probable cause is a faulty printed wire assembly (pwa) board. Replaced the pwa board and the device passed all functional tests after the repair.

Event description:
It was reported that the device had a "46510" error code. The product fault occurred during testing. There was no patient involvement.